Event description:
The customer reported to olympus that the evis exera iii xenon light source displayed a scope communication error: b30. The issue occurred during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation could not duplicate the customer-reported scope communication error: b30. The unit went through a full inspection. No fault was found. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Additional information about the event was requested, but not received. If additional information becomes available, a supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the b30 scope communication issue could not be determined. Olympus will continue to monitor field performance for this device.